Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument was noted to have a wire was sticking out of the jaws of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the wire that sticks out of the jaws of the instrument. The pitch cable was found frayed at the proximal clevis. The frayed strands stuck out at the wrist. No other damage was found at the distal end. The electrical continuity testing passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.